Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they obtained a positive result with quickvue otc and then negative results the same day with other at-home antigen testing. No further confirmatory testing was communicated. An additional consumer event was also communicated which is captured on a separate report.